Manufacturer narrative:
Analysis of the device found a reliability non-conformance of the pump with miscellaneous low battery reset of an undetermined cause. (B)(4).

Manufacturer narrative:
Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete.

Event description:
Information was received from a healthcare provider and consumer via a manufacturer representative in regards to a patient who was being treated with compounded baclofen (2100 mcg/ml, 461 mcg/day, unknown lot number) in an implanted pump for intractable spasticity and cerebral palsy. The patient's medical history and concomitant medications were unknown. The patient called the clinic after hearing a two-tone alarm. There were no obvious contributing factors that may have led to the event. The pump was interrogated by the managing practice and the low battery alarm showed in the logs by report; elective replacement indicator (eri) was noted as 23 months. The practitioner tried to reset three times with interrogation without success. The patient was showed increased stiffness. The patient was covered with oral (po) baclofen prescription (rx) and a referral was made to neurosurgery for a pump replacement as soon as possible. The pre-op consultation with neurosurgery was (B)(6) 2016. The replacement occurred on (B)(6) 2016. The issue was not resolved at the time as of (B)(6) 2016. The patient's status at the time of the event was stated to be alive with no injury. Returned pump event logs at the time of replacement indicated low battery reset and safe state occurred. It was also noted the pump was delivering compounded baclofen (2500mcg/ml, 15.6mcg/day; minimum rate mode). The cause of the issue was not determined. The pump was returned.

Manufacturer narrative:
Corrected information: sex, date of birth, no eval explain code. If information is provided in the future, a supplemental report will be issued.